Event description:
It was reported by the rep that the (1) al326 was used during a laparosocpic cholecystectomy procedure. It was reported that the jaw anvil came off after the surgeon removed the clip applier from the trocar. There was no consequence to the pt.